Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. A clamp being left open on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell three of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that there was an open clamp on an unused supply line. Proper procedures were reviewed and the technical service representative assisted the patient with clearing the alarm. The patient was advised to start therapy over using new supplies or to finish therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.